Event description:
Boston scientific received information that this eft ventricular (lv) lead was explanted due to an infection. Additional information indicated that the lead was sent for cultures and would not be returned for analysis.

Manufacturer narrative:
If additional information is received, this report will be updated.